Event description:
The facility's biomedical engineer reported an infusion pump with failure code 812:02, it is not known if this failure code occurred during pt use. Info was requested regarding the date the report occurred, the medication involved, pump programming and set-up info, specific pt details, tubing product code and lot number being used, but no additional details were available. Alternate contact info was requested but no alternate contact was identified. No adverse outcome resulted and no medical intervention was required per the hosp biomed.